Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Recommended programming changes were made.